Event description:
The customer reported that the 1.0 ml mts dispenser was leaking and not dispensing the correct amount of volume. It is unknown if the instrument was being used for patient testing at the time of the incident.

Manufacturer narrative:
The customer reported that the mts dispenser was leaking and not dispensing properly. It is unknown if the issue was observed during testing. Customer labeling instructs customer to perform qc prior to all testing involving mts gel cards. Variations in red blood cell concentration can markedly affect the sensitivity of test results. If red blood cell suspensions are too concentrated, they can give weaker results due to the increase in the antigen/antibody ratio. In addition, red blood cells may fail to completely migrate to the bottom of the microtube and could cause a false positive interpretation. When red blood cells are too low in concentration, they become difficult to visualize, and in extreme cases, a weak positive can fail to be detected. Erroneous results were not reported as a result of this incident. The customer issue was resolved via replacement of product. Although these mitigations exist if the incident were to recur undetected a possible erroneous result may occur. The issue was not identified during a calibration of qc. Therefore, incident is reportable.